Event description:
On [redacted], the patient underwent placement of a powerport device. The next day a CT scan identified a "thin linear density distal to, and separate from, the catheter tip extending from the right atrium into the region of the right ventricle". The patient underwent removal of the foreign body on [redacted]-2 days later at another institution. Outside procedure note states, "successful retrieval of foreign object from right heart". Patient sent information to clinician at our facility. Object is about 10 cm long and looks suspiciously like one half of the "peel away" (missing the hand-grip part).